Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('perforation (uterus)'), fallopian tube perforation ('perforation (fallopian tube(s)'), menorrhagia ('abnormal bleeding (menorrhagia) large blood clots during menstruation') and vaginal haemorrhage ('abnormal bleeding (vaginal)') in a 34-year-old female patient who had essure (batch no. C95073, d01976) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "the plaintiff did not undergo essure confirmation test". The patient's previously administered products included for an unreported indication: levonorgestrel ethin estradiol. Concomitant products included ibuprofen from march 2015 to february 2018. In (B)(6) 2015, the patient experienced back pain ("pain lower back"), abdominal pain lower ("pain lower abdominal"), flank pain ("pain flank"), dysmenorrhoea ("dysmenorrhea(cramping) were so bad some days couldn't get out of bed was to painful") and lower abdominal pain ("lower abdominal pain"). On (B)(6) 2015, the patient had essure inserted. In (B)(6) 2015, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse) so painful during sex didn't have sex often") and vaginal discharge ("vaginal discharge had discharge often"). On (B)(6) 2015, the patient experienced fatigue ("fatigue was very fatigued all the time"), 1 month after insertion of essure. In (B)(6) 2016, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required) and vaginal haemorrhage (seriousness criteria medically significant and intervention required). On (B)(6) 2018, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) and fallopian tube perforation (seriousness criteria medically significant and intervention required). The patient was treated with surgery (ablation and salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6) 2018. At the time of the report, the uterine perforation, fallopian tube perforation, flank pain and vaginal discharge outcome was unknown and the menorrhagia, vaginal haemorrhage, back pain, abdominal pain lower, dysmenorrhoea, dyspareunia, fatigue and lower abdominal pain had resolved. The reporter considered abdominal pain lower, back pain, dysmenorrhoea, dyspareunia, fallopian tube perforation, fatigue, flank pain, menorrhagia, uterine perforation, vaginal discharge, vaginal haemorrhage and lower abdominal pain to be related to essure. Lot number: c95073, manufacturing date: 2014-08, expiration date: 2017-08. Lot number: d01976, manufacturing date: 2014-08, expiration date: 2017-08. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-aug-2019: quality safety evaluation of ptc. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('perforation (uterus)'), fallopian tube perforation ('perforation (fallopian tube(s)'), menorrhagia ('abnormal bleeding (menorrhagia) large blood clots during menstruation') and vaginal haemorrhage ('abnormal bleeding (vaginal)') in a 34-year-old female patient who had essure (batch no. C95073, d01976) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "the plaintiff did not undergo essure confirmation test". The patient's previously administered products included for an unreported indication: levonorgestreo ethin estradiol. Concurrent conditions included cough. Concomitant products included ibuprofen from (B)(6) 2015 to (B)(6) 2018. In (B)(6) 2015, the patient experienced back pain ("pain lower back"), abdominal pain lower ("pain lower abdominal"), flank pain ("pain flank"), dysmenorrhoea ("dysmenorrhea(cramping) were so bad some days couldnt get oput of bed was to painful") and abdominal pain ("abdominal pain"). On (B)(6) 2015, the patient had essure inserted. In (B)(6) 2015, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse) so painful during sex didnt have sex often") and vaginal discharge ("vaginal discharge had discharge often"). On (B)(6) 2015, the patient experienced fatigue ("fatigue was very fatigued all the time"), 1 month after insertion of essure. In (B)(6) 2016, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required) and vaginal haemorrhage (seriousness criteria medically significant and intervention required). On (B)(6) 2018, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) and fallopian tube perforation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced pelvic pain ("pelvic pain"). The patient was treated with surgery (ablation and salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6) 2018. At the time of the report, the uterine perforation, fallopian tube perforation, flank pain and vaginal discharge outcome was unknown and the menorrhagia, vaginal haemorrhage, back pain, abdominal pain lower, dysmenorrhoea, dyspareunia, fatigue, abdominal pain and pelvic pain had resolved. The reporter considered abdominal pain, abdominal pain lower, back pain, dysmenorrhoea, dyspareunia, fallopian tube perforation, fatigue, flank pain, menorrhagia, pelvic pain, uterine perforation, vaginal discharge and vaginal haemorrhage to be related to essure. Lot number: c95073, manufacturing date: 2014-08, expiration date: 2017-08. Lot number: d01976, manufacturing date: 2014-08, expiration date: 2017-08. ¿concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records: pelvic pain, back pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 22-nov-2019: pfs received. New events: abdominal pain, pelvic pain were added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('perforation (uterus)'), fallopian tube perforation ('perforation (fallopian tube(s)'), menorrhagia ('abnormal bleeding (menorrhagia) large blood clots during menstruation') and vaginal haemorrhage ('abnormal bleeding (vaginal)') in a (B)(6) female patient who had essure (batch no. C95073, d01976) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "the plaintiff did not undergo essure confirmation test". The patient's previously administered products included for an unreported indication: levonorgestreo ethin estradiol. Concomitant products included ibuprofen and ibuprofen from (B)(6) 2015 to (B)(6) 2018. On (B)(6) 2015, the patient had essure inserted in (B)(6) 2015, the patient experienced back pain ("pain lower back"), abdominal pain lower ("pain lower abdominal"), flank pain ("pain flank"), dysmenorrhoea ("dysmenorrhea(cramping) were so bad some days couldnt get oput of bed was to painful") and abdominal pain ("lower abdominal pain"). In april 2015, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse) so painful durning sex didnt have sex often") and vaginal discharge ("vaginal discharge had discharge often"). On (B)(6) 2015, the patient experienced fatigue ("fatigue was very fatigued all the time"), 1 month after insertion of essure. In (B)(6) 2016, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required) and vaginal haemorrhage (seriousness criteria medically significant and intervention required). On (B)(6) 2018, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) and fallopian tube perforation (seriousness criteria medically significant and intervention required). The patient was treated with surgery (ablation and salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6) 2018. At the time of the report, the uterine perforation, fallopian tube perforation, flank pain and vaginal discharge outcome was unknown and the menorrhagia, vaginal haemorrhage, back pain, abdominal pain lower, dysmenorrhoea, dyspareunia, fatigue and abdominal pain had resolved. The reporter considered abdominal pain, abdominal pain lower, back pain, dysmenorrhoea, dyspareunia, fallopian tube perforation, fatigue, flank pain, menorrhagia, uterine perforation, vaginal discharge and vaginal haemorrhage to be related to essure. Most recent follow-up information incorporated above includes: on 8-aug-2019: pfs received. Lot number added. Injury nos replace with new events: abnormal bleeding (vaginal, menorrhagia); dysmenorrhea(cramping); dyspareunia (painful sexual intercourse); back pain, lower abdominal pain, flank pain, vaginal discharge, perforation (fallopian tube(s)); fatigue,perforation (uterus), the plaintiff did not undergo essure confirmation test. Case becomes incident. Plaintiff's information updated. Concomitant drug was added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.